Event description:
It was reported to boston scientific corporation that an alair bt catheter was used during a bronchial thermoplasty procedure on (B)(6) 2013. According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe on (B)(6) 2013. The procedure was completed successfully and the patient was sent home. On (B)(6) 2013, the patient complained of wheezing and was admitted into the hospital. The patient was hospitalized for three days and was released. The current patient condition was described as "okay". It was noted that the patient did not follow physician instructions to take prednisone following the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. (B)(4). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Wheezing is listed in the dfu as a potential adverse event that may occur with the use of this device. Therefore, the most probable root cause classification is anticipated procedural complication.